Manufacturer narrative:
The product involved in the report was not returned for evaluation, additionally, no photos or videos were provided; the complaint could not be confirmed as reported. The device history record for lot: 0209379 was reviewed and the product was produced according to product specifications. The root cause could not be determined. All information reasonably known as of 10 jul 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury. FDA initial submitted 04apr2025; 2nd ack received: ci250424185717.a1117570528c432685b91263e09b0902.

Event description:
Sunmed holdings llc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to 3010838917-2025-00005 for the first report. Refer to 3010838917-2025-00007 for the third report. It was reported, after the humidity moisture exchange (hme) flex tube was soiled it disconnected from the endotracheal tube (ett) and/or trach, while connected to the in-line ballard suction catheter. It was additionally reported, the nurse and/or respiratory therapist (rt) responded promptly; however, their actions were not specified; there was no reported injury.